Manufacturer narrative:
The customer replaced the battery to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported unit failure resulting in a loss of ac power with inability to charge the back-up battery. There was no patient involvement.